Event description:
The customer reported that while running an hcv assay, summit sample handler, dit not pipette sample or diluent into well positions b3, c3 and e3 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.